Event description:
In reviewing two surgeon presentations it was noted that what appear to be synthes matrix rods have broken bilaterally. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Patient identifier: #(B)(6). This report is for unknown quantity of unknown screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.